Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges developing cancer from using the device. There was no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleges developing cancer from using the device. There was no report of medical intervention being required. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, they were unable to confirm the presence of degraded sound abatement foam. In secondary findings, dust-like and fibrous contamination and other unknown contamination were observed on and around the iso port. There was a slight black contamination, consistent with keratin, at the air outlet of the blower box. Observed a light gray non-uniform film of unknown contamination throughout the inside of the enclosure. This light gray film can be smudged. Observed contamination that is consistent with mineral deposits or dried liquid spots on the bottom of the blower motor and at the bottom of the blower box, indicating potential water ingress. Observed an unknown white (dust-like) and fibrous contaminant on the top and bottom of the blower motor and on the inner rim of the bottom of the blower motor air intake. Dust-like and hair-like fibrous contamination was observed on the blower outlet seal.  The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the unable confirm the presence of degraded sound abatement foam. Observed evidence of potential water ingress into the blower box. Confirmed multiple contaminants, inconsistent with degraded sound abatement foam, on/in the device. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. In this report, section d9, g3, h3, h6 has been updated or corrected.